Event description:
I had my implants removed because the silicone was building up in my lymph nodes. I was in pain and becoming disfigured. I was worried about my health. I was getting more lumps than before my initial surgery. The mentor, becker implants were put in, in 1999, I am gathering records, I had a bilateral mastectomy in 1992. I had expanders then saline implants. Approx 2.4 yrs later, 1 ruptured and both were taken out and replaced. When I woke up - it felt like there was a knife in me. The pain never went away. I had contracture. Those were taken out in 99 and replaced w/becker mentor implants. I was assured of the safety and that FDA had cleared them for use. The silicone leaked into my lymph nodes.